Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the patient was in vt (ventricular tachycardia). Programming changes were performed. Rhythm degenerated the ventricular tachycardia and a shock was successfully delivered. However, arrhythmia persisted and undersensing was observed on the right ventricular lead, which delayed the patient receiving therapy. The implantable cardioverter defibrillator excited incorrect interpretation of signal and failed to deliver shock. No additional information was reported.